Event description:
Consumer complaint of erratic blood results. Customer compared meter to lab test and the results were about 30-40 points off.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. During the investigation, the root cause was determined to be foreign material on the strip connector.

Event description:
Consumer complaint of erratic blood results. Customer compared meter to lab test and the results were about 30-40 points off.